Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient received new replacement receiver and confirmed transmitter serial number was entered properly into the receiver. Patient restarted the sensor transmitter and receiver are paired up and went through the warm-up period. No additional patient or event information is available.